Event description:
Same case as MDR ID:2134265-2015-04476. It was reported that balloon rupture occurred. Vascular access was obtained via common femoral artery with retrograde approach. The 100% stenosed target lesion was located in the severely calcified common iliac artery. After a non bsc guide wire crossed the lesion, a 1.5mm x 20mm x 143cm coyote¿ es balloon catheter was advanced for dilatation. However, the balloon ruptured at 10 atmospheres. The device was completely removed from the patient and the device was exchanged with a 4mm x 40mm x 146cm coyote¿ es balloon catheter; however, the balloon also ruptured at 8 atmospheres. The device was completely removed from the patient. Dilatation was performed using a coyote¿ nc balloon catheter and implantation of an epic¿ stent. Post dilation was performed with a coyote¿ nc balloon catheter and the procedure was completed. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of coyote es balloon catheter. There was blood and contrast in the inflation lumen. Magnified inspection of the balloon revealed two pinholes with scratches in the balloon material at the edges of the markerband. Microscopic examination of the balloon presented no irregularities in the balloon material or markerbands that could have contributed to the damage. The distal tip was damaged. Inspection of the remainder of the device, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MDR ID:2134265-2015-04476. It was reported that balloon rupture occurred. Vascular access was obtained via common femoral artery with retrograde approach. The 100% stenosed target lesion was located in the severely calcified common iliac artery. After a non bsc guide wire crossed the lesion, a 1.5mm x 20mm x 143cm coyote¿ es balloon catheter was advanced for dilatation. However, the balloon ruptured at 10 atmospheres. The device was completely removed from the patient and the device was exchanged with a 4mm x 40mm x 146cm coyote¿ es balloon catheter; however, the balloon also ruptured at 8 atmospheres. The device was completely removed from the patient. Dilatation was performed using a coyote¿ nc balloon catheter and implantation of an epic¿ stent. Post dilation was performed with a coyote¿ nc balloon catheter and the procedure was completed. No patient complications were reported and the patient's status was good.